Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) felt full in dwell 1 of 5. The hp stated he started therapy over from previous therapy. The technical service representative (tsr) had the hp press stop, dwell time left 1:15, initial drain volume 968ml. The tsr had the hp arrow down to manual drain and press enter, drain volume 3316ml and the hc went to stopped drain on its own. The tsr explained would need to swap the hc and instructed the hp to contact the registered nurse (rn) about the smart care software and for assistance with programming. The tsr offered to assist with ending therapy but the hp refused. The tsr advised the hp to contact the rn about the current therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the reported increased intra-peritoneal volume (iipv). The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated the hp notified them of the incident and has not had any other problems since. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per returned instrument test / evaluation (rite) testing. The device passed internal / external inspections. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty home patient felt full. The cause for the reported difficulty home patient feeling full was determined to be caused by insufficient drain due to false empty detect at initial drain and the initial drain alarm volume was met. The device was determined to meet specifications for the reported difficulty home patient felt full. This issue is being investigated through a CAPA.